Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified superficial femoral artery. A connect guide wire was being advanced when resistance was met with the anatomy. When a 4.0 x 80 mm fox sv was being advanced over the guide wire, there was resistance between the two devices. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The guidewire involved in the incident was returned to the manufacturer for analysis on (B)(6) 2013. Upon initial examination of the device, the complaint investigator noticed some of the ptfe coating had come away from the core wire. The guidewire is still being investigated and a final report will be submitted upon review by our senior design engineer for this product.